Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 4 of 5. (B)(4) had the caregiver cycle power twice to clear the error. (B)(4) then had the caregiver disconnect the patient and discard the supplies. (B)(4) explained that a large amount of air had entered into the disposable set and advised the caregiver to notify the patient's nurse regarding any missed therapy. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).